Event description:
It was reported that the device was defective due to leaking the medication before it could be delivered to the patient. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: received for investigation a pallet of product, quantity received is unknown. The actual product used at the time of the complaint was not returned. Visual inspection of the provided samples did not reveal any defects or anomalies. All returned needles and needle-pro devices were found to be assembled within the packages prior to opening. A functional leak test was performed in which leakage past the plunger was observed among eleven products, thus complaint confirmation. The syringe is a supplied item which is purchased as a complete assembled product (syringe barrel, plunger, and plunger tip rubber). The complaint information has been shared with the syringe manufacturer. ICU medical has not purchased this assembly since 2022. At this time, no further action will be taken. Complaint information will continue to be monitored for any new information and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.